Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a moderately tortuous, heavily calcified 100% stenosed common internal iliac artery, using a brachial approach, the fox plus balloon catheter was advanced to the lesion and inflated. During the first inflation at 2-8atms, the balloon ruptured. The balloon catheter was removed without incident. A non abbott balloon catheter was used to complete the procedure. There was no patient effect. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.